Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A batch history review (bhr) of asgufc094 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (asgufc094) have been reported from the same facility.

Event description:
It was reported, the needles do not retract completely when de-accessing ports and they are not able to retract for safety, leaving an exposed needle. It was stated there was no harm to the patient.